Event description:
It is reported that a customer was hospitalized on (B)(6) 2013 due to a 10 day coma and high blood glucose level of 600 mg/dl. The customer stated that they were wearing the pump during hospitalization. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.